Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger sn# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-12-10 information was received from a consumer regarding a patient with an implantable neurostimulator (ins) stating that the desktop charger (dtc) and ins recharger (insr) had broken connectors, and that the dtc was not charging the insr. The patient stated that they were in pain from but did not disclose to the patient and technical services (pats) agent if it was device related, stating they were out of their pain medication. A replacement dtc and insr were sent. No additional patient symptoms or additional device complications were reported with this event. On 2019-01-22 information was received reporting that the patients weight at the time of the event was (B)(6) and that the pain was from the ins not being charged due to the dtc not charging the ins recharger. No additional patient symptoms, or additional device complications were reported for this event.